Event description:
It was reported that a spectrum iq infusion pump took 30 minutes to alarm upstream occlusion during device power up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'uso take 30mins to alarm' was not reproduced due to constant missing battery alarm. A review of the event history log (ehl) revealed multiple ""upstream occlusion!"" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be failing ultrasonic sensor. The ultrasonic sensor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.